Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a female patient. The following data was provided (cutoff is 15.6 pg/ml for females): sid: (B)(6) (B)(6) 2022 at 21:59: high sensitive troponin-I result: 159.2 pg/ml. The result was reported to the clinician and a second sample was drawn 2 hours later and generated a result of 8 pg/ml. The original sample was retested on (B)(6) 2022 at 03:20 am and the troponin-I result was 4.7 pg/ml . There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue for the lots. Tracking and trending were reviewed and did not identify any related trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 35535ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history record review did not identify any non-conformances or deviations associated with the likely cause lot(s) and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 35535ud00 was identified.